Event description:
Allegedly removed during the revision on another component.

Event description:
Allegedly removed during the revision on another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. No complaint was stated against this complaint. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00452, 00454.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.